Event description:
Caller states customer was prescribed antibiotics to treat an infection following use of soft touch lancets. Customer's infection improved within several days of antibiotic use. Requested return of suspect device and replacement was sent.